Event description:
On 1/12/2023, it was reported by a sales representative via email that when surgeon attempted to load a fibertag onto an ar-2324pslc peek-swivelock, the eyelet broke off. This was discovered during a procedure on (B)(6) 2023 and completed using another ar-2324pslc peek-swivelock. Additional information received on 1/5/2023: this occurred outside of the patient, prior to implantation during an arthroscopy procedure.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint allegation was confirmed. One unpackaged ar-2324pslc suture anchor, peek-swivelock serial/batch (B)(6), was received for investigation. Visual inspection identified that the device was returned for evaluation without the broken eyelet. The fragments generated during the event were not returned for analysis. Suture is still inside the device. The most likely cause(s) for the reported failure can be attributed to user error, following the device correct surgical technique.